Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that a male patient had a newly received solis pump was displaying an error. The patient successfully transitioned to a backup pump without any issues. According to the patient, the new pump completed one cycle before triggering an alarm indicating that the pump had stopped due to an error, which was later cleared. However, a subsequent alarm stated that the cassette was partially unlatched. The patient followed instructions to fully remove and reattach the cassette, but the same alarm continued to appear. Per reporter, there was a patient involved and no adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.